Event description:
The end user reported burning to stoma and surrounding skin. She saw a physician for the burning and was diagnosed with granulomas. The granulomas covers the area around perimeter of stoma opening. She saw a surgeon on (B)(6) 2014 who prescribed clotrimazole betamethasone ointment to be applied to granulomas daily and also suggested that she may have an allergy to the paste or wafer. The end user saw the surgeon again on (B)(6) 2015 and was referred to a dermatologist. She has an appointment with a dermatologist on (B)(6) 2015.

Manufacturer narrative:
Add'l info was received on 02/02/2015. The end user visited their dermatologist and was diagnosed with contact irritant dermatitis. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.

Manufacturer narrative:
Add'l info was received on 02/09/2015 verifying the topical medications recommended for treating the infected area around the stoma. The following topical creams were to be applied twice a day: bactroban 2% cream, urea 50% cream and nystatin-triamcinolone 100,000 unit/g - 0.1% cream. Add'l f/u info was received on 02/12/2015, confirming that the end user had contact dermatitis based upon skin culture results. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.

Manufacturer narrative:
Previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received on november 17, 2015. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. No additional event details are available. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient / event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).